Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported stroke, bleeding, elevated ldh could not be conclusively determined through this evaluation. Additionally, the report of device thrombosis could not be confirmed through this evaluation as (B)(4) was not explanted and returned for evaluation. The account reported the patient expired on (B)(6) 2019 due to an ischemic stroke with a hemorrhagic conversion that occurred on (B)(6) 2019. The account also reported a suspicion of device thrombus prior to the stroke, based on elevated ldh. However, the device reportedly was still supporting the patient appropriately. Anticoagulation was halted due to a prior history of gi bleeding. The patient underwent a left mca thrombectomy and was given heparin. No intervention was performed for the hemorrhagic conversion. The device was not explanted. The hmii IFU lists stroke, bleeding, device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2019 due to stroke after family made them comfort measures only. On (B)(6) 2019 the patient had a ischemic stroke with hemorrhagic conversion. There was suspicion of device thrombus prior to event due to elevated ldh, but the device was still supporting the patient appropriately. Chronic low flow alarms were observed predating event due to chronic hypovolemia and hypertension. Patient had a history of gastrointestinal bleeding and prior to admission patient was off all anticoagulation due to severity of gastrointestinal bleeding. The ischemic event resulted in right-sided weakness and neglect. Hemorrhagic conversion resulted in further weakness and dysphagia. Ischemic stroke was treated with a mechanical thrombectomy of the left middle cerebral artery (mca). Patient underwent a heparin infusion status post left mca thrombectomy. There was no intervention for the hemorrhagic conversion. The patient expired due to end stage heart failure complicated by debilitating stroke. The patient's family declined an autopsy. No additional information was provided.